Event description:
It was reported that the sterile water was unable to be injected into the foley catheter before use on the patient. The sterile water leaked from the inflation valve and could not be injected. Per additional information via email from ibc on 11sep2023, it was reported that the event was reported as occurred during a pretest before use on the patient.

Manufacturer narrative:
The reported event was confirmed ¿ supplier related due to water leakage at the inflation valve of the catheters during inflating the balloon with a syringe. The potential root cause for this failure could be due to a defective tip on the syringe- smaller tip at the taper end caused the water to leak during inflation from supplier. Packaging lots number manufactured with affected syringe batches identified and documented. The DHR review is not required and the risk review and labeling review is not required as the investigation was confirmed related to supplier issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the sterile water was unable to be injected into the foley catheter before use on the patient. The sterile water leaked from the inflation valve and could not be injected. Per additional information via email from (B)(6) on (B)(6), it was reported that the event was reported as occurred during a pretest before use on the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.